Event description:
The customer stated that his meter readings had been higher than usual. He performed a control test and received a result of 274 mg/dl. The normal control range is 114-165 mg/dl. He also stated that he tested his glucose and received a reading in the 200's (mg/dl). He took medication based on the meter reading and ended up in the hospital due to low blood glucose. He was treated with glucose. The test strips and meter are to be returned for evalutation, and replacement products will be sent.